Event description:
It was reported that during a laparoscopic appendectomy procedure a 5mm scope was inserted in the trocar and pneumo leaking occurred. The surgeon switched to a 10mm scope to stop the pneumo leak and completed the case with no patient consequence.

Manufacturer narrative:
(B)(4). Leak test failed with test probe. (B)(6). The analysis results of the device found that the device was returned in good visual condition. The device was functionally leak tested and failed with the probe inserted through the device. One possible cause for this type of issue is excessive bending load as a resulting from surgeon manipulation of inserted devices. The batch record was reviewed and no anomalies were noted during the manufacturing process.